Event description:
Follow-up identified the previous surgery took place on (B)(6) 2017 due to a hematoma. Reportedly, the patient has regained movement and strength. As such, the patient will follow-up with her orthopedic and pain doctors for further evaluation.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced paralysis in her legs approximately a week after permanent implant. As a result, surgical intervention was undertaken at an unknown date wherein the scs system was explanted.